Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient alert sounded, and it was determined that the right ventricular (rv) lead exhibited rising/high pacing impedances and oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.